Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device:"), genital haemorrhage ("still experiencing bleeding") and weight fluctuation ("weight gain/loss") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), anxiety and depression. Concomitant products included doxycycline, escitalopram, lamotrigine, mirtazapine and lamical. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced weight fluctuation (seriousness criterion medically significant), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge/vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe, lower back pain/low back pain"), genitourinary tract infection ("chronic yeast infections/infection (bladder/ urinary tract/vaginal) type: yeast infection"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain") and uterine pain ("uterine pain"). The patient was treated with surgery (planning for essure removal) and surgery (gastric sleeve surgery for weight loss). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, weight fluctuation, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, abdominal pain and uterine pain outcome was unknown and the back pain, migraine, headache, genitourinary tract infection, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety and fatigue had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genitourinary tract infection, headache, menorrhagia, migraine, nausea, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: it was reported that she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro inserts. Consequently she continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Ultrasound pelvic complete and transvaginal: nongravid anteverted uterus with homogeneous myometrium. Bilateral ovaries appear normal with multiple immature follicle. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device, nausea, dysmenorrhea (cramping), pain, weight gain / loss, abdominal pain, uterine pain, still experiencing bleeding, patient did not underwent essure confirmation test were added. Patient's concomitant medications added. Patient's laboratory data added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device:"), genital haemorrhage ("still experiencing bleeding") and weight fluctuation ("weight gain/loss") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "endometrial ablation concomitantly performed with essure insertion". The patient's past medical history included vaginal bleeding (not recovered prior to essure) and menorrhagia (not recovered prior to essure). Concurrent conditions included post-traumatic stress disorder (causally connected to work injury of (B)(6) 2011 she was not experiencing the degree of anxiety symptoms, avoidant behavior, and irritability and depression before her 2011 injury), generalized anxiety disorder (causally connected to work injury of (B)(6) 2011 she was not experiencing the degree of anxiety symptoms, avoidant behavior, and irritability and depression before her 2011 injury) and major depression (causally connected to work injury of (B)(6) 2011 she was not experiencing the degree of anxiety symptoms, avoidant behavior, and irritability and depression before her 2011 injury). Concomitant products included doxycycline hyclate, escitalopram, lamotrigine, lamotrigine and mirtazapine. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced weight fluctuation (seriousness criterion medically significant), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge/vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe, lower back pain/low back pain"), genitourinary tract infection ("chronic yeast infections/infection (bladder/ urinary tract/vaginal) type: yeast infection"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain") and uterine pain ("uterine pain"). The patient was treated with surgery (planning for essure removal) and surgery (gastric sleeve surgery for weight loss). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, weight fluctuation, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, abdominal pain and uterine pain outcome was unknown and the back pain, migraine, headache, genitourinary tract infection, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety and fatigue had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genitourinary tract infection, headache, menorrhagia, migraine, nausea, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: it was reported that she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro inserts. Consequently she continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Ultrasound pelvic complete and transvaginal: nongravid anteverted uterus with homogeneous myometrium. Bilateral ovaries appear normal with multiple immature follicle, nongravid uterus with homogenous myometrium, bilateral ovaries with multiple immature follicles out cul de sac free fluid 11 mm; no adnexal mass. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received : the event "endometrial ablation concomitantly performed with essure insertion" added. The reporter and patient information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.